Event description:
It was reported that through remote transmission, the right ventricular lead exhibited noise that inhibited pacing. The patient was asymptomatic and not pacemaker dependent. The device was reprogrammed and the lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.